Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-17429). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the non-dependent patient presented to the clinic after receiving a notifier for eri. Review of session records showed the battery longevity dropped from the expected longevity between follow-ups. Premature battery depletion is suspected. Device was explanted and replaced. Patient condition was good.